Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.

Event description:
Consumer was removing a tampon and the tampon came apart inside her. Consumer indicated some of the pieces remained inside after removal of the tampon.